Manufacturer narrative:
This case was reopened on february 05, 2016 to enter additional information which had been received on january 18, 2016. The cause for this complaint has not been reported, but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should additional information become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The patient was revised on unknown date due to unknown reasons.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 52/46 code l on the left side on (B)(6) 2008. To date, the patient has not been revised. Currently, the patient is being monitored due to unknown reasons.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided, as the patient has not been revised. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
This case was reopened on march 15, 2017 to enter additional information which was received on march 13, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 52/46 code l. The patient was revised on (B)(6) 2014 due to loosening.